Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, there was a possibility that the reported phenomenon was attributed to the detection of failure in the internal circuit. The detection of failure in the internal circuit could have occurred due to the malfunction of the pressure sensor in the main circuit board. The defect of the pressure sensor may have been caused by the followings in the manufacturing process. -oxidation corrosion of the pressure sensor electrode; -foreign matter adhering to the pressure sensor.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during an unspecified procedure using the subject device, an alarm sounded from the subject device while the insufflation was stopped, and the display indicating the pressure and flow rate values on the front panel were disappeared. At that time, the subject device was not in use, so the procedure was continued and completed. There was no report of patient injury associated with this event.